Event description:
It was reported that caller experienced a loading issue in which drops of insulin were not visible at the end of tubing during the fill tubing step. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer would load a new cartridge to address the issue.